Manufacturer narrative:
Unable to verify software due to constant blank flashing white light on the display. Pump received with a constant blank flashing white light on the display due to cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display. The test p-cap locks properly in the reservoir compartment noted. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was fully broken and the customer was hospitalized due to car accident. The customer¿s blood glucose level was unknown. The device will be returned for analysis.